Manufacturer narrative:
Additional information was received on september 25, 2020. In addition to the deflation reported initially, the patient also experienced right sided baker grade iii capsular contracture. The mentor failure analysis lab received the device for evaluation on october 12, 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual evaluation, an area of siltex cracking was observed on the posterior aspect of the device. Additionally, a tear was observed within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor siltex round moderate profile 275cc saline prosthesis experienced right sided deflation post procedure. As a result, prosthesis replacement with mentor saline is planned for (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted that the patient experienced capsular contracture (unknown baker grade) in addition to the rupture reported with the initial report submitted on that same date. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2020 mentor became aware that it erroneously submitted the catalog, lot, and serial numbers of the contralateral prosthesis with the initial report submitted on september 16, 2020. D4 and h4 have been updated. A manufacturing record evaluation was performed for the finished device number 7295660, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).